Event description:
A report was received that the patient's battery site was not healing properly. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was reportedly doing well post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.